Manufacturer narrative:
Additional information was received that there will be no further information could be obtained.

Event description:
A report was received that the patient had personal injuries as a result of the accident.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had personal injuries as a result of the accident.